Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increased right ventricular (rv) shocking impedances over the last year and at the last follow-up appointment the impedances were out of range, greater than 125 ohms. Boston scientific technical services (ts) recommended minimum and maximum shocks to evaluate the lead. No adverse patient effects have been reported. At this time, no further information has been made available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicates that this product was explanted and returned for an unknown reason. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.